Event description:
It was reported that during a follow-up check one day post implant there was no telemetry. It was also reported the device would interrogate to 30% then a noisy telemetry message would show. Caller was able to run tests and confirm everything was functioning properly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: unklead implantable tachy lead 1976-(B)(6). (B)(4).